Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician was attempting to backload the wire through the tip of the left ventricular (lv) lead and the wire came out of the insulation at the second cant from tip. A different lead was utilized without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the inner insulation was breached by stylet/guidewire, and the outer insulation was breached by stylet/guidewire. Visual summary analysis of the lead indicated damage at implant.